Manufacturer narrative:
Based on the additional information received the event was updated from a serious injury to a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, there was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure. The first firing for lobectomy was successful. For the second firing ,they connected the reload to the handle, however the surgeon could not fire the device. The procedure was completed with another device. Reoperation was required due to the issue. The status of the patient is no problem.